Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. FDA MDR report required . PMA/510(k)# of 'similar device': k121430. Incident meets reporting criteria based on the malfunction precedence for this device family for a 'deployment issue resulting in the exposed stent being removed from the patient with the delivery system'. No adverse effects to the patient have been reported as occurring. On evaluation of the returned device, it was observed that the stent lock wire from the lockwire assembly was bent over at the tip. There was no damage noted to the retrieval loop assembly. The handle was actuated and it actuated ok, with no issues noted. The handle was dismantled. There was no damage in the handle noted. Approximately 56mm back from the clear transition, on the blue sheath there was a hole/damage evident. There was slight damage on the clear sheath approximately 9mm distal to the blue/clear transition. There was also damage evident on the yellow marker. When the lockwire was examined it was noted that there was an s-bend on it. There was a lot of damage to the lockwire. The research & development engineer (vincent mc hugo) commented that the s-bend damage on the lockwire corresponded to the damage in the blue section of the flexor when the stent was in the fully loaded position. There was damage evident at the flla. The damage to the flla noted during the evaluation is consistent with what is described in the complaint i.e. The ¿end plastic piece came away from end of wire¿ the customer complaint could be confirmed as the lock wire was returned stuck in the device and there was damage noted to the flla. It is unknown as to what exactly caused the issue experienced by the user. As actual use conditions cannot be replicated in the laboratory we are unable conclusively determine the cause of this complaint. Prior to distribution, all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-fc-10-11-6-b device of lot number c1154332 revealed no discrepancies that could have contributed to this complaint issue. The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up report is being submitted due to the receipt and evaluation of the device involved in this event. Initial description submitted as follows: wire was successfully past through stricture and evo stent guided into position. Stent was deployed successfully to the point of no return but user could not remove safety wire. Force used to try remove the safety wire and the end plastic cap of the safety wire came off. Pliers were then used to try and remove the safety wire and release the stent but this was unsuccessful. The stent could not be fully deployed and was removed from the patient with the delivery system.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. FDA MDR report required . PMA/510(k)# of 'similar device': k121430. Incident meets reporting criteria based on the malfunction precedence for this device family for a 'deployment issue resulting in the exposed stent being removed from the patient with the delivery system'. No adverse effects to the patient have been reported as occurring. The device involved in this event is currently pending a device evaluation. A follow up report will be submitted within 30 days with the details of the device evaluation.

Event description:
Wire was successfully past through stricture and evo stent guided into position. Stent was deployed successfully to the point of no return but user could not remove safety wire. Force used to try remove the safety wire and the end plastic cap of the safety wire came off. Pliers were then used to try and remove the safety wire and release the stent but this was unsuccessful. The stent could not be fully deployed and was removed from the patient with the delivery system. The device involved in this event is currently pending a device evaluation. A follow up report will be submitted within 30 days with the details of the device evaluation.